Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 64-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage e shock, on an intra-aortic balloon pump (iabp), on extracorporeal membrane oxygenation (ECMO), on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. The impella stopped an hour later and was removed. Upon explant, clots and fibrin were noted on the outlet. It was reported that the patient had an ischemic stroke a few days prior. No treatment was given. The patient expired an hour after the device was removed. Cerebral vascular accident/stroke may be influenced by inadequate anticoagulation, and/or the use of multiple mechanical circulatory devices increase the risk for stroke. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in acute decompensated cardiomyopathy, complicated by stage e shock, dependent on high-dose vasopressor support.